Event description:
It was reported that, "when the surgeon opening the blister pack, he noticed there was a hair in the inner blister pack. He removed it and implanted the centrax."

Manufacturer narrative:
If additional information becomes available, then it will be submitted in a supplemental report.